Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high threshold. The physician opted to leave the lead in the patient due to miminum ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.